Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate high readings compared to feeling/normal readings. The complaint is classified based on the documentation of the customer care advocate (cca). On approx a month earlier at approx mid morning, the pt obtained a glucose reading of "158 mg/dl" and took 2 units of novolog. The pt reportedly developed symptoms described as "dizzy, sweaty, and pale" soon after. He administered self-treatment by consuming food and/or beverage. The pt did not test on any other meter. During the troubleshooting session, the pt verified that the meter was set to the correct unit of measurement setting (mg/dl), he used the correct testing technique, the punctured area was cleaned correctly, and the reported readings matched with the meter's memory. This complaint is being reported because the pt alleged he obtained an inaccurate high reading, took insulin, and developed symptoms suggestive of hypoglycemia. The meter and test strips were replaced.